Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00853. It was reported that the patient¿s physician elected to permanently implant the patient¿s trial leads (off label use). The ay physician was informed the instructions for use states trial leads are to be used during a trial period that shall not exceed 30 days.